Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('third essure coil in the incorrect position') in a female patient who had essure inserted. Other product or product use issues identified: device use issue "third essure coil in the incorrect position". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. Amendment: the report was amended for the following reason: information and references from deleted duplicate case (B)(4) were entered. No additional information provided. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('third essure coil in the incorrect position') in a female patient who had essure inserted. Other product or product use issues identified: device use issue "third essure coil in the incorrect position". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('third essure coil in the incorrect position') in a female patient who had essure inserted. Other product or product use issues identified: device use issue "third essure coil in the incorrect position". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.